Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 200. A correction bolus was delivered to address bg level. Tandem technical support performed a pump system check and it was reported that insulin was not being delivered from the cartridge. Additionally, it was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was changed to address the issues and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.